Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a manufacturer's representative (rep) regarding a patient who was receiving 750mcg/ml fentanyl at 135mcg/day, and 2500mcg/ml compounded baclofen at 450mcg/day via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the hcp recently saw this patient for the first time and a volume discrepancy was noted. It was reported that the expected volume at the refill was about 12ml and the actual volume was only about 2ml. It was stated the patient felt the pump was not working like it used to and had felt, "weird." The patient reported drowsiness and dizziness. It was stated the hcp has very little history on the patient as the patient was just seen for the first time. The hcp is planning to replace the pump and send it back to the manufacturer for analysis. It was unknown if volume discrepancies had occurred before. The healthcare provider reported that they are replacing the pump on (B)(6) 2017 due to the patient overdosing and the volume discrepancy. No further complications were anticipated/reported.

Manufacturer narrative:
The pump was returned for analysis. The pump memory indicated that the pump had been used to deliver lioresal (2500 mcg/ml at 427.1 mcg/day) and fentanyl (500 mcg/ml at 85.43 mcg/day). Pump analysis found overinfusion with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the healthcare provider (hcp) via the company representative on (B)(4)2017. It was reported that there were discrepancies with the amount of drug in the pump and the patient had shown symptoms of overdose. It was noted that there were no known environmental/external/patient factors that may have led or contributed to the event. It was reported that the pump was interrogated with a physician programmer, the amount of drug allotted for refill was unable to fit, the drug was removed from the pump and a difference of 8 ccs was found. The programmer showed 10 cc's left in the pump, but there was only 2 cc's in the pump additional information was received from the manufacturer¿s representative (rep) on (B)(4)2017. The patient was not in a clinical s study. The pump was returned to the manufacturer for analysis, and it would be replaced with another device of the same manufacturer. It was reported that the patient experienced signs of overdose. The 8840 programmer was showing 10 cc¿s of drug left in the pump, but there were only 2 cc¿s in the pump. The device was used for treatment in the patient. The pump was replaced on (B)(4)2017. There was no patient death and there was no patient injury. The patient status was noted at ¿recovered without sequela.¿ the reason for removal was ¿device-related.¿ there were no further complications reported/anticipated.